Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device was used for treatment, not diagnosis. (B)(6). (B)(4).

Event description:
Patient was revised to address pain. Update in addition to what was previously alleged, ppf alleges loosening of stem, metal wear and metallosis. Doi: (B)(6) 2010 - dor: (B)(6) 2012 (right hip).